Manufacturer narrative:
Device analysis of the returned isleeve sheath revealed that the sheath has numerous kinks along the shaft. All 3 of the seams are starting to expand as and the tip is torn as expected with device usage.

Event description:
It was reported that a femoral artery perforation occurred. Procedure summary: the patient presented for a transcatheter aortic valve replacement (tavr) procedure. Event summary: the isleeve introducer sheath was inserted into the patient. The 23mm lotus edge valve system was introduced into the patient and deployed. Upon withdrawal of the lotus edge delivery system the nose cone became entangled with the pigtail catheter. The pigtail catheter was caught in the sheathing aids of the lotus edge system and could not be removed through the isleeve introducer sheath. Because of that the isleeve, lotus edge delivery system and pigtail catheter had to be removed together as a unit from the patient. An external to common femoral artery perforation was noticed distal to the tip of the isleeve. Four peripheral stents were placed to mitigate the perforation. Patient was able to recover without any further issues.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that a femoral artery perforation occurred. Procedure summary: the patient presented for a transcatheter aortic valve replacement (tavr) procedure. Event summary: the isleeve introducer sheath was inserted into the patient. The 23mm lotus edge valve system was introduced into the patient and deployed. Upon withdrawal of the lotus edge delivery system the nose cone became entangled with the pigtail catheter. The pigtail catheter was caught in the sheathing aids of the lotus edge system and could not be removed through the isleeve introducer sheath. Because of that the isleeve, lotus edge delivery system and pigtail catheter had to be removed together as a unit from the patient. An external to common femoral artery perforation was noticed distal to the tip of the isleeve. Four peripheral stents were placed to mitigate the perforation. Patient was able to recover without any further issues.